Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly on the interface board. Motor error alarm was not verified due to blank display. The device had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, and cracked belt clip slot.

Event description:
Customer's family or friend reported via phone, the customer was attempting to bolus and the device alarmed motor error. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI. Customer doesn't use the sensor feature and was able to rewind sequence. Customer's family or friend was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.